Event description:
This is a spontaneous report by a baxter (B)(4) from (B)(6) of reused equipment/reused mask and peritonitis in a patient coincident with dianeal pd4 unknown bag therapy. On an unknown date, the patient experienced a break in aseptic technique described as "reused mask". On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was reused mask. The patient was hospitalized on (B)(6) 2010 for the peritonitis. On an unknown date, the patient was started on unknown antibiotics. The patient was discharged from the hospital on (B)(6) 2010. Pd therapy continued. The patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). The patient was (B)(6). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.